Event description:
An altitude alarm was reported by a distributor in ireland. The customer's blood glucose level at the time of the event was 17.6 mmol/l, which is within the normal range. Initially, the customer was unable to resume insulin delivery after following troubleshooting steps; however, they were later able to load a new cartridge and attempt to resume insulin delivery. Despite these attempts, the alarm recurred. Tandem technical support decided to replace the pump and cartridge, advising the customer to use multiple daily injections (mdi) as a backup insulin therapy. The customer was instructed on returning the problematic pump and acknowledged the process.